Event description:
It was reported that this right ventricular (rv) lead dislodged after one hour of being implanted, patient was feeling pain from pacing and chest x ray confirmed the dislodgement. A new longer lead was implanted because physician thought the previous rv lead was not long enough. No additional adverse patient effects were reported

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right ventricular (rv) lead dislodged after one hour of being implanted, patient was feeling pain from pacing and chest x ray confirmed the dislodgement. Rv lead was explanted and a new longer lead was implanted because physician thought the previous rv lead was not long enough. Lead was returned for analysis. No additional adverse patient effects were reported